Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The returned sample was visually inspected and was found non-conforming with a bent needle. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for cut and was non-conforming for actuation and aspiration. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and down the length of the inner cutter. The sample was tested with a syringe and resistance was felt. A wire did not insert into the aspiration path. The sample was retested with a syringe and resistance was still felt. Solid material is blocking the aspiration path and cannot be removed for further evaluation. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference within the probe and once the interference (bent needle and shell) was removed the probe was able to actuate. The complaint evaluation confirms that the probe had an actuation issue. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration issue. The most likely root cause for the actuation and aspiration non-conformances is from the bent needle. A damaged inner cutter can impede the movement of the cutter shaft, as well as aspiration flow through the probe. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. A secondary contributing factor to the observed aspiration non-conformance is the obstruction within the aspiration path. How and when the obstruction was introduced to the probe cannot be determined from this evaluation. An exact root cause for the bent needle and obstruction within the aspiration path was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that actuation failure of the probe was confirmed during a vitrectomy procedure; the movement of the cutter was dull. The condition of aspiration is unknown. The product was replaced and the procedure was completed. There was no patient harm.